Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the instrument files and observed that glucose result was flagged with "abnormal assay" indicating sample mix issue. A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and replaced the sample 1 mixer, aligned the sample 1 probe and ran quality controls (qcs). The qcs recovered within the acceptable ranges. Reporting results flagged with "abnormal assay" is a use error as the dimension vista operator's guide indicates that a sample flagged with "abnormal assay" should not be reported and should be rerun. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A flagged low glucose (glu) result was obtained on a patient sample on a dimension vista 500 instrument. The flagged result was reported to the physician(s), who questioned the result. The patient was tested for glucose using an alternate method by the nurse. The result obtained on the alternate method was higher than the initial result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.